Event description:
In 2009, the patient's husband reported the patient has intermittently had elevated blood glucose in the 500's mg/dl over the last 3 months. The patient was not available to provide details and troubleshoot the issue. The patient called back in the next day, and said that at about two or three months prior, her readings elevated to 472 mg/dl with her normal range being around 100 mg/dl. She said she bolused insulin via her insulin infusion device and via injection but her readings would not decrease. She contacted her doctor who suggested she change all the accessories for her infusion device. She changed all accessories including her insulin and within 6 hours, her reading returned to normal. She stated her elevated readings lasted for 3 days. Her blood glucose is currently back to her normal range product was replaced and requested to be returned for evaluation.